Event description:
The customer observed (B)(6) results while using the architect havab igg assay. The customer indicated an initial result of (B)(6). The results did not align with another methodology; vidas, biomerieux, which was (B)(6). There was no adverse impact to patient management reported

Manufacturer narrative:
(B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29 that has a similar product distributed in the us, list number 06l27.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lot 20043li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect havab igg reagent list number 06c29, lot number 20043li00, was identified.